Manufacturer narrative:
The outcome of the baby being born very weak but then fully recovering fast was due to heavy stress in the 15 minutes before birth. Heavy stress but not longer than these 15 minutes, hence a good recovery. It appears that before the event the fetus was well (baseline around 140 bpm, normal variability) and the fhr was correctly derived. The customer is encouraged to always maintain available means to measure the maternal pulse or hr in parallel to the fhr in order to be informed when there is the suspect of a coincidence situation. It is not clear why the toco mp transducer was not applied to the patient anymore at the end. Provided with both, fhr and maternal pulse from toco mp, the cross-channel verification (ccv) function would have raised a technical alarm (¿coincidence¿). Often the signal loss or coincidence happens because the fetal or maternal movement displaced the ultrasound transducer, and a repositioning of the transducer is necessary. No indication of product malfunction. The product remains at the customer site.

Event description:
The customer reported that "on (B)(6) 2021 at 10:20 a pda was placed for a patient who was cared for. At this time there was no contact with the child, but fetal heart tones were recorded, with good oscillation. The active phase of the birth lasted from 12:45 to 13:00, a very weak child was born with good heart rate (hr). Derivation from the child arterial ph of 7.04 venous 7.15.".the device was in use on a patient at the time of the reported issue. The customer stated a "weak" baby was born.

Event description:
The customer reported that on (B)(6) 2021 at 10:20 a pda was placed for a patient who was cared for. At this time there was no contact with the child, but fetal heart tones were recorded, with good oscillation. The active phase of the birth lasted from 12:45 to 13:00, a very weak child was born with good heart rate (hr). Derivation from the child arterial ph of 7.04 venous 7.15. The device was in use on a patient at the time of the reported issue. The customer stated a "weak" baby was born. No further info was made available at the time the reporting decision was due.